Event description:
A customer reported to baxter (B)(4) a flo-gard solution administration set in which a leak occurred. According to the report, the set leaked directly below the drip chamber. It is unknown when the event occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Two companion samples were returned for evaluation. Visual inspection was performed and revealed no non-conformances. Functional testing was performed. The sets were leak tested under water at 0.56 bar and no leaks were revealed. The reported problem was not confirmed. Root cause not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.